Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, during the inspection of the ventilator it was discovered that the air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site. Traces of liquid contamination inside the filter's chamber of the air gas module was found. Nozzle unit on o2 gas module was found broken. The reported failure with air gas module contamination could be confirmed in the received photo. The air gas module regulates the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Information provided by technician in communication box confirmed that nozzle unit is physically damaged. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle unit and the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system.

Event description:
Manufacturer's ref. #: (B)(4).